Event description:
It was reported that pump wake button was no longer working, as customer explained that t button did not respond. The screen did not turn off when wake button was pressed and pump needed usb connection to turn on. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, and a replacement pump was provided.